Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false negative with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on a an unknown sample generated a negative result.. The customer reported she took the binaxnow¿ covid-19 antigen self test (B)(6) 2021 and described her test result as a faint pink control line and nothing on the sample line. The customer mentioned that she has been experiencing covid-19 like symptoms for 8 days now. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155063 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 155063 and device part number 195-430h / lot 150507. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155063 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.